Event description:
It was reported that an ilet screen was cracked and not displaying, and a replacement ilet was arranged while blood glucose management continued using the user¿s dexcom system. Symptoms included no adverse clinical effects and no glycemic symptoms. Outcomes included no impact to health and no need for medical care. Investigation included image review of the device condition and coordination for device replacement and return. Investigation of this device revealed physical damage to the display hardware consistent with a broken screen and a nonfunctional visual interface, with no impact on glucose data. It was concluded, based on previously established findings for similar reports, that the cause was device damage from external forces.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.